Manufacturer narrative:
This report is submitted on december 28, 2022.

Event description:
Per the clinic, the patient experienced an infection, granuloma and inflammation around the implant site (specific date not reported). Subsequently, the patient was treated with IV antibiotic for 1 month (specific date not reported) and oral antibiotic up till explant surgery (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on march 17, 2023.